Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed one out of range pacing impedance measurement. Currently the measurements are normal and stable.